Event description:
It was reported that the patient felt no stimulation felt on either (B)(6) 2011. While attempting to recharge on (B)(6) 2011, a power on reset (por) condition was encountered, with the error code 2000. The patient had neither any medical procedures, nor was near any equipment, that would have caused the issue. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).